Event description:
It was reported that a pt developed an inflammatory mass. A pt stated "another of our moderators who incurred a granuloma, the decision made 'we'll just watch it', so it blooming, he loosing his pump, and almost becoming paralyzed." The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.